Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained while the patient was prone, through the popliteal artery in the left leg. The physician¿s approach was an ipsilateral stick and retrograde-up to the chronic total occlusion (cto) located in the superficial femoral artery (sfa), starting at the left adductor canal. The physician was able to cross the cto with a .035¿ bentson wire and imager ii bernstein diagnostic catheter. After crossing the cto the physician pulled the wire out, and left the angled bernstein catheter in. He then passed a extra support rota wire through the catheter and pulled out the bernstein catheter, once the rota wire was in place. Atherectomy was performed with a 2.00mm rotablator burr. Following atherectomy, the physician preceded to immediately stent the lesion, the lesion was not pre-dilated. The 6.0mmx120mmx120cm epic stent was deployed in the distal part of the lesion. Upon deployment, the stent buckled at its distal end - just proximal to the adductor canal. It appeared to be kinked. The doctors approach to remedy the situation was to post-dilate the stent with a 6x40x75cm balloon, while advancing the balloon catheter proximally while inflated and working in sections: proximally to distally. The doctor did a soft inflation at the distal end of the stent at the location of the kink. The physician¿s inflation strategy while at the kink was a soft inflation to 8atm, followed by two other inflations to 10atm and 13atm. Following dilation the implanted stent appeared to be elongated and stretched. The physician was able to produce an adequate final result. No protruding or broken struts were noted. The final result produced improved distal flow. However, the stent remained kinked. No patient complications were reported.

Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).